Manufacturer narrative:
Patient code: no code available (3191) - required intervention to replace device. A review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, functional testing, trends, quality control, and visual inspection of the returned device was conducted during the investigation. The returned used 7.0fr catheter was visually inspected and there did not appear to be any surface damage on the catheter tubing. The connector cap appeared damaged and slightly offset as if the hub was not threaded properly. It is likely this damage is due to the customer forcefully gripping the cap in an attempt to remove the hub. A tug and twist test was conducted and revealed that the tubing was secure in the connector cap. A leak test was conducted and confirmed the presence of a leak in two places: between the catheter tubing and cap, and between the cap and mac-loc hub. The connector cap was removed by dissociating the adhesive bond holding it using ipa. Upon removal of the cap, the suture was found caught in the threads. Additionally, the tubing flare was found to be inadequate; the flare had a crease and was out of round. A document-based investigation was performed. Review of the device history record of the finished product shows one nonconforming event that could contribute to this failure mode. This non-conformance affected 6 devices, which were scrapped. A complaint history search revealed that there were no other reported complaints for this lot number. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, examination of the returned product, and the results of our investigation, the root cause was found to be manufacturing related in that the catheter tubing flare was out of specification and in that the suture was found caught in the threading between the mac-loc hub and connector cap. Retraining has been requested for the operator. Appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. We have notified the appropriate personnel and will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Patient code: no code available (3191) - required intervention to replace device. A review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, functional testing, trends, quality control, and visual inspection of the returned device was conducted during the investigation. The returned used 7.0fr catheter was visually inspected and there did not appear to be any surface damage on the catheter tubing. The connector cap appeared damaged and slightly offset as if the hub was not threaded properly. It is likely this damage is due to the customer forcefully gripping the cap in an attempt to remove the hub. A tug and twist test was conducted and revealed that the tubing was secure in the connector cap. A leak test was conducted and confirmed the presence of a leak in two places: between the catheter tubing and cap, and between the cap and mac-loc hub. The connector cap was removed by dissociating the adhesive bond holding it using ipa. Upon removal of the cap, the suture was found caught in the threads. Additionally, the tubing flare was found to be inadequate; the flare had a crease and was out of round. A document-based investigation was performed. Review of the device history record of the finished product shows one nonconforming event that could contribute to this failure mode. This non-conformance affected 6 devices, which were scrapped. A complaint history search revealed that there were no other reported complaints for this lot number. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, examination of the returned product, and the results of our investigation, the root cause was found to be manufacturing related in that the catheter tubing flare was out of specification and in that the suture was found caught in the threading between the mac-loc hub and connector cap. Retraining has been requested for the operator. Appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. We have notified the appropriate personnel and will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was successfully implanted into a patient¿s abdominal cavity. One hour later a leaking from the joint of the catheter was discovered. The device was removed and replaced with a new like device. The patient did not experience any adverse effects. The product has been received for investigation; however, as the date of this report, the investigation is still pending.